Event description:
The report received from the affiliate states that after experiencing difficulty when attempting to cross the target lesion with the smart control stent delivery system (sds), the physician noticed that the stent had been partially released. The patient was a (B)(6) male. The target lesion was the iliac artery. It is unknown the lesion was a de novo, but was heavily calcified and highly tortuous. There was 100% stenosis (cto). An ipsilateral and retrograde approach was chosen for the procedure. A guidewire was delivered, but there was difficulty crossing the lesion due to the long cto lesion. Nevertheless, the physician managed to deliver the guidewire and pre-dilation was conducted with a balloon catheter (size 4mm). Smart control (8x100mm 80cm: complaint product) was delivered to the target lesion, but there was difficulty crossing the lesion. When the smart control was being pushed forth several times to be crossed the lesion, the stent was observed to be released a few millimeters. Therefore, the smart control was immediately retrieved from the patient without stent placement, and the physician stopped using the smart control. Afterwards, additional pre-dilation was conducted at the lesion with a different balloon catheter (size in a larger diameter), and a new stent (detail unknown) was used instead. The procedure was finished successfully. There was no patient injury reported, and the product will not be returned for analysis due to patient's infectious disease. The locking pin had been in place during the advancement.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate states that after experiencing difficulty when attempting to cross the target lesion with the smart control stent delivery system (sds) the physician noticed that the stent had been partially released. The target lesion was a heavily calcified and highly tortuous iliac artery with a 100% stenosis (cto). An ipsilateral and retrograde approach was chosen for the procedure. A guidewire was delivered, but there was difficulty crossing the lesion due to the long cto lesion. Nevertheless, the physician managed to deliver the guidewire and pre-dilation was conducted with a balloon catheter. A smart control stent was delivered to the target lesion, but there was difficulty crossing the lesion. After the smart control was pushed back and forth several times in the attempt to cross the lesion, the stent was observed to be released by a few millimeters. The smart control was immediately retrieved from the patient without stent placement. The locking pin had been in place during the advancement. Afterwards, additional pre-dilation was conducted at the lesion with a different balloon catheter and a new stent was deployed and the procedure was finished successfully. There was no reported patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.